Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the content of this complaint for further investigation. The root cause was not identified. Based on the investigation result, the possible cause is as follows: based ono the information ¿worn out video connector causing bad image¿, it is assumed that the reported phenomenon occurred due to damaged video connector. It is also assumed that the video connector of otv-s190 was damaged due to aging deterioration (about 8 years and 5 months have passed).".

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received . Please see the updates in sections: g4, g7, h2 and h10. Additional information received from the user facility states the issue was noticed before the procedure when the device was tested. The patient was not in the room at the time. The date the event occurred on is unknown. The type of procedure being preformed is unknown. The procedure was done in the urology room but the specific procedure is unknown. However, the procedure was able to be completed using the same model device. The serial number of the device used is unknown as they have eight other devices and it is unknown which one was used. There were no issues with the light source or camera head. The same exact equipment was used that was used during testing was used for the procedure and everything worked great. It is unsure if the automatic brightness adjustment was working. There was no damage or abnormalities observed during inspection. There were no issues with the scope. The output terminal of the video system center was connected to the monitor. It is unknown if the endoscopic images were adjusted. The cables were properly and securely connected. There were no error messages received. There were no issues with any other devices. There was no patient injury.

Manufacturer narrative:
The device was returned to the service center for evaluation. The user ¿s complaint was confirmed. The inspection found deep scratches on the top cover. Out dated software version (B)(4) was noted and upgraded to version (B)(4). A new type switch was installed. The device¿s bad image was attributed to a worn out video connector.

Event description:
The service center was informed that during preparation for use, the video system center displayed intermittent problems when the scope was connected. The image would jiggle on the screen and when repositioning the scope the user noted the image would worsen. There was no report of patient involvement.